Event description:
Know. It lasted for about 30 seconds then screen came back on. Rrt called to bedside - ventilator was working upon arrival but device pulled from service for inspection. Patient stable throughout incident. Unknown if ventilator stopped ventilating when screen went black. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter) we were advised to update with newest software upgrade.

Event description:
Rn witnessed ventilator screen go black and alarm with red light around control knob. It lasted for about 30 seconds then screen came back on. Rrt called to bedside - ventilator was working upon arrival but device pulled from service for inspection. Patient stable throughout incident. Unknown if ventilator stopped ventilating when screen went black. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter) we were advised to update with newest software upgrade.

Event description:
Rn witnessed ventilator screen go black and alarm with red light around control knob. It lasted for about 30 seconds then screen came back on. Rrt called to bedside - ventilator was working upon arrival but device pulled from service for inspection. Patient stable throughout incident. Unknown if ventilator stopped ventilating when screen went black. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter) we were advised to update with newest software upgrade.